Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that on (B)(6) 2017, a routine international normalized ratio (inr) check was performed. The patient's inr was 2.4 on 6.5 milligrams (mg) of coumadin daily. During that call, the patient's spouse stated that the patient was feeling like they were losing strength' and that they get short of breath. Labs were collected on (B)(6) 2017 and the patient's hemoglobin (hgb) was noted to be 8.8 grams per deciliter (g/dl) down from 10.7 g/dl on (B)(6) 2017. The patient was advised to be evaluated and the patient was admitted to the hospital on (B)(6) 2017. On admission, the patient's hgb was 8.4 g/dl, hematocrit (hct) was 24.8%, and 181 x 10 (3) microliters (ul) of platelets.  The patient was transfused with 1 unit of packed red blood cells (prbc) and was started on an intravenous (IV) drip at 50 micrograms per hour (mcg/hr) on (B)(6) 2017. The patient was given another unit of prbc on (B)(6) 2017. The gastrointestinal (gi) unit was consulted and the patient's coumadin was stopped with their last dose on (B)(6) 2017. On (B)(6) 2017, the patient was started on a low dose heparin protocol for ventricular assist device (vad) anticoagulation. The patient was also given 40 mg/IV daily of pantoprazole during their hospital stay. The patient underwent an enteroscopy and colonoscopy on (B)(6) 2017. A hemangioma was seen in the esophagus, that was non-bleeding and a small benign appearing polyp in the body of the stomach with hemosiderin staining present. The duodenum, jejunum, and ileum were normal. There were three 2-3 millimeter (mm) polyps removed by cold snare in the cecum. A one centimeter (cm) polyp was removed with hot snare in the ascending colon and the site was secured with a hemoclip. Two 4-5 mm polyps were removed with hot snare and one 1 cm polyp was removed with hot snare and hemoclip placed in the transverse colon. Diverticulosis was seen in the descending colon. One 4 mm polyp was removed from the sigmoid colon using hot snare and there were medium sized internal hemorrhoids in the rectum. It was felt that the large polyps were most likely the source of the anemia. Anticoagulation was okayed to be resumed. The IV octreotide was stopped on (B)(6) 2017. On (B)(6) 2017, the patient had bright red blood per rectum and was transfused with another three units of prbcs. The patient's hgb was 7.2 g/dl and hct was 21.3%. The patient underwent another colonoscopy. Blood was seen throughout the colon but there was good visualization. There were clots noted at two sites of previous polypectomy in the cecum and one in the transverse colon where no clip had been applied. Clips were applied to all sites. In the ascending colon, one clip had previously been applied but there was active bleeding seen and two additional clips were applied with hemostasis. The polypectomy site in the sigmoid colon had a clean based ulcer and a clip was applied. The patient was again okayed for anticoagulation. The patient received three units of prbcs on (B)(6) 2017. The patient's hgb down trended and required two more units of prbcs on both (B)(6) 2017. The patient also reported black and maroon stool. The patient was again scoped on (B)(6) 2017 with no bleeding found. The patient underwent a capsule endoscopy on (B)(6) 2017 and results were final on (B)(6) 2017. There were was no bleeding or abnormalities seen.  On discharge, the patient's inr was 1.25, hgb 8.9 g/dl, and hct 26.9%. The patient was taking 325 mg of aspirin daily throughout their admission and was discharged with no additional anticoagulation.  The patient received a total of 12 units of prbcs. The patient as discharged on (B)(6) 2017. No further patient complications have been reported as a result of this event.